Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Integer is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by integer which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, integer, or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, integer, or its employees, that the report constitutes an admission that the device, integer, or its employees caused or contributed to the event described in this report.

Event description:
This submission is for administrative purposes due to prolonged procedure time. Based on angiographic measurements of an arterial duct a pda occlude 6/8 long shank was chosen, which should have fitted through a 6f delivery sheath. This was put into position in the patient. It was impossible to introduce the correctly mounted device into the sheath. Hence this needed to be replaced by a 7f sheath. The device was then deployed uneventfully. The procedure and anesthetic time was prolonged, and also some more fluoroscopy required. Other, please specify: larger sheaths used than intended. 7f instead of 6f in a small child. Longer procedure time. More radiation (even though low dose) sheath saved for inspection. The procedure was completed successfully using another device. Product returning. (B)(6) 2025, customer reported type of procedure pda (patent ductus arteriosus) using occlutech pda occluder implant. Patient in good condition. (B)(6) 2025, customer reported the end user was trying to implant a pda occlude 6/8 long shank through the 6f sheath. There was one device inserted through the sheath. Usually, a pda occlusion takes ca. 25-30 min. This one took 40 min. We did not take any pictures of the device being tried to inset into the sheath. Images of the deployment of the device through a 7f delivery sheath are available, but not relevant for this problem. The device was not in the patient yet, as it could not be forwarded into the sheath. Patient's anatomy was normal.